Manufacturer narrative:
Result: CPR cables entangled in the clutch and decoupler.

Event description:
It was reported by service report that the fowler was stuck both electrically and mechanically. No pt involvement or adverse consequences were reported.